Manufacturer narrative:
(B)(4). Concomitant devices - unknown persona revision knee femoral component catalog #: ni lot #: ni, unknown persona revision knee tibial component catalog #: ni lot #: ni. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that the patient underwent an irrigation and debridement of the knee and revision of the articular surface to address a seroma seventeen (17) days following knee arthroplasty. Attempts have been made, however, no additional information is available.

Event description:
It was reported that the patient underwent an irrigation and debridement of the knee and revision of the articular surface to address a seroma seventeen (17) days following knee arthroplasty. The patient was additionally treated with 6 weeks of intravenous antibiotics. Initial operative notes noted no intraoperative complications related to the patient's post-operative infection. Revision operative notes noted there was draining from the wound post-operatively. A small subcutaneous hematoma and a large intra-articular hematoma were identified, however did not appear infected. The hematomas were drained, irrigation and debridement was performed and the articular surface was exchanged. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: concomitant devices - persona revision cemented tibial augment half block size cd 10mm catalog#: 42555803410, lot#: 64567521, persona revision cemented tibial augment half block size cd 10mm catalog#: 42555803210, lot#: 64508897, persona revision straight splined stem extension 10mm x 135mm catalog#: 42560113510, lot#: 64707569, persona revision cemented standard femoral component size 5 right catalog#: 42504605802, lot#: 64780233, persona revision cemented tibial component size c right catalog#: 42542006402, lot#: 64334628, persona revision straight splined stem extension 11mm x 135mm catalog#: 42560113511, lot#: 64769674. A hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure. The development of a postoperative hematoma after a procedure can be correlated with the surgical procedure and perioperative anticoagulation therapy to prevent dvt (prophylaxis). Patients may be at increased risk for developing hematomas if they have received fresh-frozen plasma, vitamin k, or hormonal therapy as well. Most hematomas resolve on their own, without surgical intervention, while some others do not. Larger hematomas may need to be surgically evacuated in order to resolve. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. Hematoma formation also places the patient at increased risk for infection. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. The root cause is attributed to non-device related factors. As it was identified that this event is not related to zimmer biomet devices, zimmer biomet no longer considers this event reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent an irrigation and debridement of the knee and revision of the articular surface to address a seroma seventeen (17) days following knee arthroplasty. The patient was additionally treated with 6 weeks of intravenous antibiotics. Attempts have been made, however, no additional information is available.